Manufacturer narrative:
On 12/24/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 3.2 cm on the valve. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the yellow material found on the device. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. (B)(4).

Manufacturer narrative:
The mentor product analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 300cc saline breast prosthesis, catalog #3501645, serial #(B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 300cc saline breast prosthesis that deflated after implantation. Deflation of the left breast prosthesis was confirmed by an examination. As a result, the patient underwent bilateral explantation without replacement on (B)(6) 2018.